Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop 15 mmhg without pupil block and angle closure, and blurred vision. The lens remains implanted. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantaion. Claim # (B)(4).

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop 15 mmhg without pupil block and angle closure, and blurred vision. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.